Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Pump passed the basic occlusion test at 4.5 lbs. Successfully downloaded pump history files and traces using thump software. Pump delivered 166 bolus deliveries on the event date of 09-jul-2024 at 00:00:43.00 to 23:55:45.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No current code/category was not confirmed during testing. Unable to verify customer's complaint for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, with blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-397a. Troubleshooting was performed and confirmed customer received the reported issue low blood glucose. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-397a. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose. Customer said sensor glucose was always below 50mg/dl and reading incorrectly. Customer¿s blood glucose has been 80mg/dl and 118mg/dl before. Customer also said pump also not working correctly. It was unknown if smartgaurd was used. Pump is not returning for analysis.